Manufacturer narrative:
Correction to h11 of the supplemental (B)(4). This supplemental report is to inform that, following updates to the product analysis in the final investigation, it has been corrected to show that the product was returned for inspection and the customer's reported failure was not confirmed, contrary to the initial finding which stated that the failure was confirmed.

Event description:
It was reported the autoclavable camera head exhibited an e231 communication error code, then afterwards a blackout occurred. The issue occurred during a transurethral ultrasound ablation (tul). The issue occurred during a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head exhibited an e231 communication error code, then afterwards a blackout occurred. The issue occurred during a transurethral ultrasound ablation (tul). The issue occurred during a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the autoclavable camera head exhibited an e231 communication error code, then afterwards a blackout occurred. The issue occurred during a transurethral ultrasound ablation (tul). The issue occurred during a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion at the electrical contact point of the video connector it is possible that normal communication was not possible, resulting in error e231 and blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.